Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the balloon bursted. There was no patient consequence.

Manufacturer narrative:
Balloon bursted. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, ac)punctured b)bu; cam condition, abc)good; desufflation lever condition, abc)good; extension condition, abc)good; inner gasket condition, abc)good; outer gasket condition, abc)good; sleeve condition, abc)good and stopcock condition, abc)good/open. Functional tests & results: balloon inflation test, abc)failed, analysis conclusion: abc)based upon the inquiry info rec'd and the visual examinations; ac)it was concluded that the balloons had become punctured, making the instruments non functional. A)the instrument was rec'd with 5 small puncture holes. C)the inst was rec'd with a puncture hole in the balloon. Ac)the instruments would not function as designed due to puncture holes in the proximal portions of the balloons. No conclusion could be reached as to how the balloons had become punctured. B)it was concluded that the balloon had burst, making the instrument non functional. The instrument was rec'd with a balloon which had burst and all of the pieces were returned. No conclusion could be reached as to why the balloon had burst during surgery. Note: it was originally reported that one instrument was being returned, but three were rec'd. Abc)each instrument is evaluated during the assembly process to ensure that it functions properly.